Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 adverse event problem (component codes, type of investigations, findings, conclusions). The complaint is confirmed via photograph for one cypher driver (pn 14-501801) for the failure of tip fracture. Medical records were not provided for review. Device evaluation: photo was provided and the tip is seen to have fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied to the driver. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use and compatibility: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a screwdriver broke intraoperatively. The physician was able to complete the case with no delay or patient harm. No components were left in the patient and the instrument was discarded.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screwdriver broke intraoperatively. The physician was able to complete the case with no delay or patient harm. No components were left in the patient and the instrument was discarded.